Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility found the power plug was burned/discolored while performing service activities on a 2008k hemodialysis (hd) machine. Additionally, the biomed reported that the front panel keys were unresponsive. No patient involvement was reported. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the burnt power plug assembly and the front panel assembly to resolve the issue. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the burnt power plug assembly and the front panel assembly to resolve the issue. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res confirmed that burn damage was present on the power plug. Therefore, the complaint has been deemed confirmed.